Event description:
Reporter indicated that diagnostic testing on a vns pt resulted in high lead impedance. Revision surgery is likely. Good faith attempts for additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.